Manufacturer narrative:
(B)(4). Our investigation revealed that the dilator tip was damaged upon return. This finding is unrelated to the original complaint teleflex received (reference MDR #9680794-2017-00016/teleflex complaint #(B)(4)). Therefore, we opened an additional complaint to investigate the finding. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A CAPA was opened to investigate this issue. Teleflex will continue to closely monitor for a trend.

Event description:
This complaint was opened as a result of an additional finding identified during the investigation of complaint (B)(4). During the investigation of the initial complaint the dilator tip was noted to be damaged.

Manufacturer narrative:
(B)(4). See also MDR # 9680794-2017-00016.

Event description:
This complaint was opened as a result of an additional finding identified during the investigation of complaint (B)(4). During the investigation of the initial complaint the dilator tip was noted to be damaged.